Event description:
Cyberonics therapeutic consultant received a report while at an office visit with a physician that their programming wand "data received light would go out in the middle of interrogations". The programming wand was not "reliable" per physician. Cyberonics is pending receipt of the programming wand for analysis.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.